Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) panel showing distortion. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse stated that the unit was not turning on with error # 5. In addition, the lcd was not working. The fse inspected the lcd and found that the display cable was not connected properly to the video receiver pcb. The fse reinstalled and checked all connections on the monitor. The fse replaced the display to video receiver board cable (0012-00-1429), color video receiver pcb (0670-00-0736), and the main board pcb (0670-00-0788). The unit was tested and found to be working properly. The electrical safety tested passed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) panel showing distortion. There was no patient involvement reported.